Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device diagnosis noted there were itches on the scar of the device. Etiology noted a causal relationship to the implant procedure, specifically the incisional site/neurostimulator pocket, and no relationship to the device/therapy. The patient reported that the scar itches and feels a slightly hard spot, so they removed the intradermal. Afterwards they saw a little pus coming out. When looking at it, almost 90% of the scar was calm. On the medial part of the scar they saw a stuck intradermal stitch with little redness around. They disinfected it well and with fine forceps the doctor removed this small ball of knots that remained stuck in the skin on (B)(6) 2022. There was a tiny bit of yellow liquid coming out, staining the surface of the skin without flowing out. After disinfection, ioban was applied on it and let it exposed to the air. The patient was seen on the (B)(6) 2025 and the scar was calm. Outcome was noted to be resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Signs and symptoms section was amended, confirming that the patient was seen on (B)(6) 2023, not in 2025.